Manufacturer narrative:
H3: product ID# 37713, serial# (B)(6), was returned for analysis. Analysis found the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4): analysis information pli# 90 product ID# 7495-25, pli 90 segment 3, pli 110, and pli 130 proximal end were lost during analysis. Image shows deep depression with breached insulation. Area with breach is flat. Conductor #1 was broken 8 cm from the proximal end of segment 1. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code d01 because it is the closest code available with respect to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot#: j0225464v, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead. Product ID: 3487a-56, lot#: j0225362v, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead. Product ID: 7495lz25, serial# (B)(4) , implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type : extension. Product ID: 3487a-56, lot#: j0225362v, implanted: (B)(6) 2002,explanted: (B)(6) 2021, product type: lead. Product ID: 3487a-56, lot#: j0225464v, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead, product ID: 3487a-45, lot#: j0206370v, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead. Product ID: 3487a-45, lot#: j0206370v, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 7495lz25, serial/lot #: (B)(4), ubd: 18-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that the  patient came in for a revision and the extension wires were severed. She also complained of pain at the battery site. The patient had moved to from (B)(6) so timelines on how long the complaints have been going on are unclear. Impedances were all high when ins was interrogated. Patient was visibly uncomfortable while the battery was paired to tablet. The entire system was explained and a new paddle lead and ins were implanted. Issue resolved.